Manufacturer narrative:
The reported symptom ¿blank screen¿ was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Inverter board functionality verification failed. Power up cycler verification failed. The screen is blank. Stop and ok buttons lit but no display due to a blank screen. Could not configure the screen functions. The inverter board transformer is shorted; burnt coil. The inverter board will be replaced in production during the refurbishing process. There were no other visual discrepancies encountered in the internal inspection of the cycler. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
Peritoneal dialysis patient contact reported to technical support that the screen on the liberty select went blank at the end of treatment. After attempts at troubleshooting, the patient was advised to discontinue use of the cycler and to follow up with the peritoneal dialysis nurse. It was indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicated that the patient completed treatment and that there was no complications experienced as a result of the alleged event.